Manufacturer narrative:
A biomérieux internal investigation was conducted. The investigation consisted of a review of quality records for this batch and analysis of the strain returned by the customer. No analysis was performed on the retained reference samples as the batch (1004943750) was already expired (08/25/2016) at the time of complaint notification. A review of the batch record indicated it conformed to all manufacturing specifications. Quality control records indicated the batch was within specifications. The quality certificate indicated good growth of pink colonies at 18h for the (B)(6) strains tested. A microbiological analysis was performed on the strain returned by the customer. Vitek® 2 identification confirmed (B)(6) for the strain. Using the qc method with the customer strain, inoculation occurred on the retained samples of two reference batches of chromid® mrsa smart agar at the beginning of shelf life (1005358730; exp. 02/17/2017), and at the end of shelf life (1005214890; exp. 12/20/2016). In parallel, a batch of gts (trypcase soy) and cos (columbia sheep blood) media were used for control. There was good growth of pink colonies at 18 hours on both batches of chromid® mrsa smart. The results were equivalent between both batches. In conclusion, the problem observed by the customer has not been reproduced on batches of chromid® mrsa smart tested at the beginning or end shelf life. The chromid® mrsa smart, ref 413050 performed within specifications.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported the occurrence of false negative for (B)(6) neqas survey organism (distribution 3945, specimen 3320) in association with the chromid® (B)(6)smart agar. Repeat test obtained the same result; however, after an additional 24 hours of incubation pink colonies were identified (B)(6). The customer requested/obtained another neqas sample and again repeated testing, via various methods. Oxoid (B)(6) media: (B)(6) was clearly identified after 20 hours. Chromid (B)(6) smart media: no growth was seen after 20 hours incubation, and after 24 hours the smallest of pink colonies could be seen. Blood agar: (B)(6) was clearly identified after 20 hours. The customers neqas strain was requested for internal biomérieux investigation. There is no indication or report from the customer to biomérieux that the occurrence led to any adverse event related to any patient's state of health. There was no patient directly associated with the neqas survey sample. Though chromid (B)(6) smart agar (ref. (B)(4)) is not registered, marketed of distributed in the u.s., a similar product chromid (B)(6) agar (ref. (B)(4)) is registered in the u.s. Biomérieux internal investigation has been initiated.